Event description:
The customer alleges that the plastic coating from the stylet detached from the stylet and became lodged inside the endotracheal tube. The patient lost ventilation and had to be resuscitated. The patient's current status is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.